Event description:
Pt had surgery of right shoulder subacromial decompression and debridement and was given a diagnosis of rotator cuff syndrome and adhesive capsulitis. Doctor inserted a catheter and pain pump for post operative pain. The MFR of the pain pump was not noted in the medical records. Subsequently in 2009, the operations mgr at the practice wrote a letter stating that they used berg pumps up until (B)(6) 2005. Pt alleges glenohumeral chondrolysis.